Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the fox sv and the foxcross balloons were being used in a heavily calcified lesion in the superficial femoral artery. Both balloons ruptured from the sharpness of the lesion. The rupture pressure was not given as it was not felt to be a device issue. There were no pt effects. A new balloon was used to continue the procedure. Although requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). A review of the finished device lot history record (lhr) did not reveal any abnormalities associated with this lot number that could have contributed to this complaint and in-process inspections and testing met mfg criteria. A definitive root cause for the reported device issue was stated in the case description: reportedly, the physician stated that both balloons ruptured due to the sharpness of the lesion. No product malfunction, failure or deterioration of characteristics or performance of the device or inadequacy in the labeling and/or instructions for use was identified. The fox sv indicated is being reported under another mfg report number.